Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Reported event was confirmed by review of medical records received. Review of the available records identified no intra-op complication noted. Ops notes state that the patient has restricted movement, synovitis, max flexion of 90 degrees, and significant scarring. 1-year post-ops visit notes patient experiencing swelling and not having 100 degrees of bending. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert persona the personalized knee solution: the poor range of motion, swelling are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606201 63690799 femur cemented cruciate retaining (cr) standard left size 7; 42532006701 63593530 tibia cemented 5 degree stemmed left size d. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00124.

Event description:
It was reported underwent total knee arthroplasty. Subsequently; the patient experienced loss of range of motion approximately six months post implantation. The patient was treated with arthroscopic arthrolysis . Attempts have been made and additional information on the reported event is unavailable at this time.